Manufacturer narrative:
The unknown zimmer screw was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site. The screw loosened after an unknown period of time, the healing collar was not placed, and the implant is noted to remain implanted. Pictures or x-ray images were not provided. DHR review could not be performed, as the lot numbers associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. May post market trending was reviewed and there were no negative trends or corrective actions for the reported events (loosening) or products (zimmer tsv screws). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up" . H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. PMA/510(k) number: not provided. Device not returned.

Event description:
It was reported a loosening unknown zimmer screw. Loose screw was removed and discarded. Implant will remain implanted.